Event description:
While proceeding with primary stenting of a diagonal branch of the left anterior descending artery and deploying a 2.75 mm taxus stent, the balloon could not be deflated despite using conventional deflation protocol. After multiple attempts at deflating and inflating the balloon for a period of 14 minutes, the balloon could not be deflated and retrieved back into the guiding catheter. During this time the patient was complaining of severe chest discomfort. As a last resort reporter attempted to pierce the balloon with a transit catheter, without success. In the process of pulling back the transit catheter the balloon dislodged from the stent and moved distal to the deployed stent. Reporter carefully pulled the balloon in the inflated condition all the way back from the diagonal artery, through lad and lm out in the aorta. Their only option for balloon removal was to have it burst under high pressure in the aorta and then removed it from the body. The patient unfortunately suffered a non q wave myocardial infarction. As an experienced operator having performed thousands of stent procedures reporter has never experienced anything like this including their experience with the cypher stent. To determine whether this was an isolated event or not, reporter communicated with other operators who had either experienced similar problems or had heard of similar situations. Their understanding is that these events are not isolated and perhaps may not be uncommon and may have been associated with more grave results. Although reporter was hopeful that the manufacturer would take a leadership role in addressing this problem, reporter is disheartened that the batch associated with this defect was not recalled and that proof has not been forthcoming that whatever manufacturing techniques have been changed will have a positive impact on this serious problem. The sequence of events that took place following this procedure are of concern to them. After the hospital administration removed the product from the shelf, reporter was contacted by the MFR and told what seemed to be a distorted story about the frequency of these events.